Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. Product was manufactured, sterilized, and released per validated procedures. The sample was not returned to new world medical; therefore, the issue could not be confirmed.

Event description:
Implanted in patient and their pressure is high. Doctor (B)(6) is trying to determine if the patient will have to return to the operating room and have it replaced.